Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial (B)(4) from the 29th of may 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-pack progesterone analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strictest regulatory agency under which the laboratory operates. The most probable cause of the reported issue was due possible contamination in the fluid lines. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported out of range low level ii quality control (qc) for progesterone ii, lot number hx1c748, on their aia-900 instrument. The level ii qc result was 5.7 ng/ml and the tosoh's target range is 5.77-10.72 ng/ml, while the customer range is 5.88-7.94 ng/ml. The customer recalibrated but the issue still persisted. The technical support specialist suggested to the customer to decontaminate the aia-900 instrument and proceeded to send a new lot of mac qc in efforts to resolve the issue, which resulted in delayed reporting of progesterone patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. The customer performed decontamination procedure on the instrument and reran the qc. All results were within range and without any error. The instrument is functioning as intended.